Event description:
A malfunction was reported on the pump by the customer. The customer's blood glucose level did not exceed 500 mg/dl and was therefore not adversely impacted. Technical support provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction code did not occur again, and the customer was advised to continue using the pump while being instructed to call if the issue recurred.